Event description:
It was reported to boston scientific corp on 1/7/09 that a rx pre-curved ercp cannula was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, a section of the catheter broke off in the pt's common bile duct during the procedure. The device segment was retrieved utilizing biopsy forceps. The procedure was completed with a different device (MFR unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable and has been discharged from the hosp.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.